Manufacturer narrative:
Model number/catalog number: sc-8416-70; serial number: (B)(4); batch/lot number: 7013495; model/catalog description: artisan MRI paddle lead 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient developed (B)(6) infection in the incision site after a permanent implant procedure. The patient was treated in the hospital with antibiotics and underwent an explant procedure. The patient was doing well postoperatively.